Event description:
It was reported that unspecified bd infusion set had a malfunction the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Disposable complaint (B)(4). Issue reported: appears that the primary line of fluid was being pulled despite pump setting for secondary medication to infuse primary pump tubing (non filtered) ¿ with 500ml of d5w. Secondary tubing with oxaliplatin in 500 ml bag at rate of 286ml/hr. Medication was hung, pump programmed and appeared to be infusing correctly. 1.5 hours into infusion it was noted that the secondary medication line was still full (despite correct pump settings). Primary line of fluid (lowered on 2 hangers) ¿ appears to have been back-priming or being pulled despite pump setting to infuse the secondary medication rn clamped the primary line and reset secondary infusion to ensure full medication administration. No further issues once primary line clamped. Infusion through portacath. No harm to patient ¿ except extended chair time¿.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint, that there was back flow, could not be verified, due to the product not being returned for failure investigation. A device history record review could not be performed, because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed. And a root cause could not be determined.

Event description:
No additional info.